Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error message occurred. Data was evaluated and the allegation was confirmed. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise. In addition, an early sensor expiration was found due to stale stop command. The reported event of an unknown error message is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.